Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient needing an impella 5.5 pump for mechanical circulatory support. The implant was considered a high risk percutaneous cardiac second to the patient¿s periprocedural events of stroke and congestive heart failure. While on support the patient expired. It was ruled that the cause of death was hypoxic encephalopathy and postoperative heart failure. In addition, it was reported that there was no relation to the impella device and the patient¿s death. No further information was provided.

Event description:
The patient was initially implanted with impella 5.5 pump 1 (sn(B)(6)) which remained in place for approximately one day. A pump stop occurred, and both the impella 5.5 device and the automated impella controller (aic) in use were replaced. This event is documented under a related complaint file. The patient was subsequently implanted with impella 5.5 pump 2 ((B)(6)) (this report's device) which remained in place for approximately 11 days. While on this support, the patient expired. The documented cause of death was hypoxic encephalopathy and postoperative heart failure. Per the physician¿s comments, the death was not related to the impella, and there were no issues with impella operation.

Manufacturer narrative:
Additional information was received and b5: event description was updated, corrected accordingly. Medical safety/clinical review: medical safety/clinical reviewed the event. The event report, with limited available information, describes a patient with post-cardiotomy cardiogenic shock (pccs) who was implanted with an impella 5.5 device for mechanical circulatory support (mcs). The patient remained on impella support for approximately 11 days and subsequently expired. The reported cause of death was hypoxic encephalopathy and postoperative heart failure. It is unknown the order of events in relation to the impella 5.5 implant. According to the treating physician, there were no reported issues with impella device operation, and the event was assessed as unrelated to the impella device. However, the death will be reported on the impella 5.5 (pump 2) as device was in use at time of expiration. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding cardiac failure, the cause of the injury was not determined due to insufficient clinical details. For the stroke, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
Medwatch follow up 1 report was erroneously submitted with a 4-feb-2026 g3 date received by manufacturer and should be disregarded. The correct g3. Date for follow-up 1 is 23-dec-2025.